Event description:
Femoral cut was flexed and overly thick. Had to recut and use a ps with 14mm liner. Pt is ok and the procedure went well overall. Cut was unusual from what the doctor has seen previously.

Manufacturer narrative:
Method - visual inspection, segmentation review, planning review, jig design review, x-ray. Results - visual inspection shows no warping, distortion or dimensional changes. Segmentation review - performed to specifications using current work instructions. Osteophytes on medial condyle. Planning review - matched the posterior and distal condyles of the femur matched very closely (within 0.1mm. The implant should have been positioned close to perpendicular to the long axis of the femur. Knee may be slightly hyper-extended, but this has no impact on the femoral cut issue. Would only affect the slope of the tibia cut. Jig design review - guides mfg to specifications using current work instructions. Conclusion - the deepened posterior cut is most likely resulted from the osteophyte on the medial condyle.